Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was implanted. On the same day post procedure, the patient was discharged home, but did not feel well laying down. The patient decided to stand up, but took a fall, and paramedics were called. The patient was taken to the hospital where they received 2l of fluid. The patient was discharged. The patient was then readmitted with congestive heart failure, and a computed tomography was ordered, where twenty-one (21) days post index procedure, the closure device was seen embolized into the descending aorta by the renals. No further patient complications were reported. The closure device was successfully snared from the descending aorta on (B)(6) 2024.

Manufacturer narrative:
Media review: two procedural transesophageal echocardiography (tee) still images and one abdominal computed tomography (CT) image was reviewed by a boston scientific (bsc) medical safety director. The tee images show the closure device at pre-released and show an under compressed device with a flat distal surface of the device and that the recorded measurements are underestimated. The closure device overall appeared undersized. The available media was limited but suggests that the findings such as under compression may have contributed to the reported device embolization.

Manufacturer narrative:
Evaluation conclusion codes - updated to failure to follow instructions as release criteria was not met before release of the closure device, which indicates that the device was used in a manner inconsistent with the labeling in the watchman instructions for use (IFU).

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was implanted. On the same day post procedure, the patient was discharged home, but did not feel well laying down. The patient decided to stand up, but took a fall, and paramedics were called. The patient was taken to the hospital where they received 2l of fluid. The patient was discharged. The patient was then readmitted with congestive heart failure, and a computed tomography was ordered, where twenty-one (21) days post index procedure, the closure device was seen embolized into the descending aorta by the renals. No further patient complications were reported. The closure device was successfully snared from the descending aorta on (B)(6) 2024.